Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-tortuous and non-calcified distal right coronary artery. A 38 x 2.75 promus premier drug-eluting stent was advanced but failed to reach the lesion. The device was removed and it was noted that the proximal and distal part of the strut was damaged as the balloon was already inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.